Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event. Further information was requested but not received. A patient experiencing auto reducing due to lead migration was reported to abbott. The migration was confirmed on x-ray. The patient requested a lead revision. As of (B)(6) 2023, the patient had not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. In an update reported on (B)(6) 2023 it was stated that the patient had the system explanted due to having another procedure done. The reps were not present so no other information was provided. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had experienced a lead migration. X-ray imaging was undertaken confirming the lead was no longer in the epidural space. Surgical intervention was undertaken on an unknown date wherein the patient's scs system was explanted due having another unrelated procedure take place.